Event description:
During the index procedure the patient had 3 endeavor sprint drug-eluting stents implanted. Approximately 19 months post index proce dure the patient suffered a stroke. The investigator did not assess the relationship between the event and the study device.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (stroke).